Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen went blank during unknown phase/cycle of dialysis. The patient pressed ok, stop, and touched the screen but screen remained blank. The patient rebooted cycler and the ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient reported having an alternate way to do dialysis in the absence of a cycler. The patient was advised to contact peritoneal dialysis nurse to inform of replacement. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.